Event description:
Company representative sent a repair request reported with an issue of "blurry image", image spontaneously zooming in and out. No harm was reported. No patient harm, no user injury reported . Device evaluation , foreign material clogged inside the device nozzle was observed. This report is being submitted due to the finding of foreign material clogged inside the device nozzle(insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
E1- address- full name of the establishment is (B)(6) hospital. The subject device was received and evaluated . Device evaluation found the reported issue of "blurry image", image spontaneously zooming in and out was not able to be reproduced, however, inspection observed damage on zoom of the charge coupled device (cd) and zoom does not work smoothly. Furthermore, as stated in section b5, evaluation found the nozzle was clogged with foreign material. This condition was attributed due to insufficient cleaning (handling problems). Additionally, the following defects were identified during device inspection: due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Adhesive on a-rubber (adhesive connection) has a chip. Bending connection has a crack. Adhesive on a-rubber has white-clouded area. Adhesives around light guide lens has white-clouded area. C-cover distal end has a dent. Connecting tube has a scratch. Scope connector has a crack. Protector of universal cord on s-connector side has a scratch. Connecting tube has a scratch. Additionally, multiple follow ups were made to gather additional regarding the event reported, however, were unsuccessful as no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign matter clogged in the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was not confirmed that reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.